Event description:
It was reported that the colonovideoscope had a noisy image and a scope communication error. The issue was found during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address (B)(6). The device was returned to olympus for inspection. The scope communication error failure was confirmed but the noisy image error was not. In addition, the following reportable malfunctions were identified during the device evaluation: the angulation wire, spiral tube and the universal cord wire are corroded. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.